Event description:
It was reported that a cartridge alarm occurred, displaying a high blood glucose error without providing a specific value. There was no reported adverse impact to the customer¿s blood glucose level. The customer managed the situation by administering a correction injection via multiple daily injections (mdi) and resumed pump therapy after changing the cartridge. No further assistance from third parties was required, and the customer has indicated they will reach out if the problem arises again.